Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Control button is broken, tip missing. Confirmed complaint: freeze trigger broken off. Replaced trigger. Repair order (B)(4). Ll100 cryosurgical 900001 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Control button is broken, tip missing. Confirmed complaint: freeze trigger broken off. Replaced trigger. Repair order (B)(4). Ll100 cryosurgical 900001 e-complaint- (B)(4).

Event description:
Control button is broken, tip missing. Confirmed complaint: freeze trigger broken off. Replaced trigger. Repair order (B)(4). 1216677-2021-00319 ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples . *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi in 1998. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97543, this unit was at csi on 12/14/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage to the freeze trigger. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is being attributed to normal wear and tear given the age of the device. The damage to the trigger indicates the unit was impacted in some manner. The damage requires a service repair as the flow of gas will affect proper function. *correction and/or corrective action : the unit repaired as a service repair under a charge. Once tested the unit was returned to the customer. No corrective actions are required. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.